Event description:
It was reported that the pump battery was depleting quickly. Additionally, blood glucose displayed low and was resolved by customer taking glucose tablets. The customer reverted to an alternate method of insulin therapy.